Event description:
Reportedly, the surgeon fired the stapler, got two perfect donuts. Reports that 5 days later the anastomosis is leaking and the pt is intubated as a result. Clinical device is not available for evaluation. Procedure: esophagectomy.